Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 49 mg/dl. Customer stated insulin pump had critical pump error and also had fluid in battery compartment. Customer stated insulin pump had open book image and also had red x. Customer stated insulin pump had broken force sensor was detected alarm was displayed before the open book image was displayed on the screen. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch therefore, unable to download and verify pump error 35. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.